Manufacturer narrative:
The device is not returned for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Should any additional pertinent information become available, a supplemental report will be submitted.

Event description:
The event involved a primary plumset that was reported to leak an unspecified chemotherapy at an unspecified location on the device. There was no report of adverse event.

Manufacturer narrative:
H10. Device history review - the DHR for lot 4552496 was reviewed and no non conformities were found that would have led to the reported complaint.